Manufacturer narrative:
During the device evaluation, corrosion was found in the motor assembly. This can result in a short circuit, and is a probable cause for the motor to activate the hall sensor without user activation.

Event description:
It was reported that during set up prior to a surgical procedure at the user facility, the saw was turning on without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during set up prior to a surgical procedure at the user facility, the saw was turning on without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.